Manufacturer narrative:
Batch review performed on 27 october 2020: lot 1906067: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 lot. 1907342 (k112115). Batch review performed on 27 october 2020: lot 1907342: (B)(4) items manufactured and released on 08-jan-2020. Expiration date: 2024-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Cup: mpact 01.32.156dh acetabular shell ø56 two-holes lot. 1907402 (k132879). Batch review performed on 27 october 2020: lot 1907402: (B)(4) items manufactured and released on 08-nov-2019. Expiration date: 2024-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
While the patient was in post-op recovery, the patient head dislocated from the liner. The cause for the dislocation was an anteverted cup. The surgeon revised the patient's cup, head, and liner the same day of primary surgery. The surgery was completed successfully.